Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 32mm was returned for analysis. The stent delivery system was not returned for analysis. Only the stent was returned; the sds was not returned for analysis. The entire length of the stent was damaged. The sds containing the specific catheter batch number was not returned so it was not possible to carry out a review of the manufacturing data for this specific device. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured. As the stent was damaged the crimped stent profile could not be measured however, 100% in process inspection was carried out and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the maximum crimped stent profile measurement was outside specification. No other issues were identified during the product analysis. The specific batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 32 synergy ii stent was selected for use. However, during preparation, upon removing the stent protector, the stent was also removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 32 synergy ii stent was selected for use. However, during preparation, upon removing the stent protector, the stent was also removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.